Event description:
Patient had two cypher stents implanted in the index procedure. One cypher was implanted in the left anterior descending (lad) coronary artery and one in the circumflex coronary artery. The patient returned approximately four (4) months after the index procedure with symptoms of an acute myocardial infarction (ami). The lad stent was found to be thrombosed. The patient was successfully treated with another stent and is still in the intensive care unit (ICU).